Event description:
A (B)(6) male pt admitted for routine colonoscopy. Polypectomy performed in sigmoid on advancing to the cecum. Reached right side of colon and noticed petechiae (discolouration due to minute haemorrhage within tissue). At this stage distended abdomen was noted. Suction reported to not be effective in reducing the distension. An alternative co2 valve changed in an attempt to halt the flow of co2 into the bowel. Upon withdrawal of the colonoscope, co2 was noted to be flowing from the scope despite valve not being depressed, which is irregular. Pt had abdominal x-ray performed in recovery, a number of small perforations detected. Pt returned to operating theatre, right hemicolectomy performed. Pt transferred to ICU, now recovering in surgical ward. Note: this event ((B)(4)) occurred in (B)(6) and a medical device incident report ((B)(4)) was initially submitted to the (B)(6) government (tga) on (B)(6) 2013 by local distributor (B)(6).

Manufacturer narrative:
Originally this issue was considered a user error (customer not following IFU), however, based on the result of the investigation performed by the manufacturer (pentax) on the returned product, it was confirmed that the co2/water valve (of-b194), the accessory used in conjunction with the ec-3890fi2 endoscope to supply co2 during the pt's procedure, was defective (inner component of the of-b194 was not installed) and therefore not meeting intended use. The failure of the of-b194 caused co2 to continue flowing through the endoscope despite the of-b194 valve not being depressed, thus resulting in perforations of the pt's bowel. Actions taken so far: pentax has received the information about the event of the colon perforation via the local distributor (B)(6) 2013. The local distributor submitted an adverse event report (aer) to (B)(6) authorities about the event on (B)(6) 2013. Pentax submitted an adverse event report to (B)(6) authorities about the event on (B)(6) 2013. Shipment hold of the of-b194 has been put in place as of (B)(4) 2013. Please note that model ec-3890fi2 is not marketed in the americas. As described above, the issue was found to be with the of-b194 co2/water valve (accessory) that was used with the ec-3890fi2 endoscope to supply co2 gas during the procedure. The of-b194 accessory is marketed in the americas, however, no similar complaints have been received in the USA for this accessory or similar device; this adverse event occurred in (B)(6).